Manufacturer narrative:
The device has not been sent back. Thus, a proper device analysis could not be completed. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved, we have determined that the following factors may have cause or contributed to the reported issue are known to be caused by numerous factors including, but not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting. Risk assessment has been reviewed within the technical file for the 3pc hydrophobic lenses. Risk assessment identifies damage of the iol haptic due to improper handling, implantation techniques, or use of inappropriate surgical instrument. This is seen as reasonably foreseeable misuse which may result in additional surgery because of impaired vision or potential iol explantation. The severity of damage is seen as a serious event that may result in injury or disability which requires surgical intervention, the likelihood of occurrence is estimated to be occasional. The result is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
It was reported that the haptic was damaged. The lens was explanted, a second lens was used to complete the procedure during another surgery.

Manufacturer narrative:
Field d9: updated to "yes" field g3: updated "date received by manufacturer" field g6: updated to "follow-up # 1" and "30-day" field h2: selected "correction, and device evaluation" field h3: updated to "yes". Checked "evaluation summary attached" box field h6: added type of investigation to "10". Field h10: added description of changes.